Event description:
On (B)(6) 2010 at approximately 3:45 pm, I was made aware of an accuracy issue with the microdot glucometer the home health nurses use out in the field. I was told that a nurse had taken a patient's blood sugar and it read in the low 30's. The nurse by doctor's instruction had called the ambulance service to transport the patient to the hospital. On arrival, the ambulance medic took the patient's blood sugar with their meter and it read in the 280's. Two microdot meters (both meters had never been used) were pulled from stock and the supply clerk verified the correct code on the test strips against what the monitor said and ran a quality control test with hi/low solution. Acceptable range listed on the bottle of strips. I opened another bottle of strips and ran the same tests and the results were both in range. The expiration date on both bottles of strips and the strips were not expired. The clerk then tested her own blood sugar on both meters with a strip from each bottle and got readings of 103 and 96 and 113 and 109. She also tested using another brand meter and received a reading of 146. The qc test on the meter was within range. The same testing was run on three of the meters that had been used out in the field. On two of those meters, I received readings of 32 and the different brand meter read 144. Agency management was informed was well as the medical supply company. The medical supply company made contact with the manufacture's representative and a conversation occurred with a mr (B)(6), the problem was explained and asked if manufacture's guidelines were being followed and they were. He requested that I test my blood sugar five times in a row lancing the same finger, with the following readings: 103, 103, 113, 116, 100. The 10 point difference was questioned in the readings and mr (B)(6) said that ten points should not make a difference. I then followed the same five time testing with another brand meter and the readings were: 142, 143, 140, 146, 144. Mr (B)(6) said, the difference was not significant. We believe it is significant especially in the care of diabetic patients who receive insulin.

Event description:
This patient with a history of hypertension, previous tia, previous mi (1996, moderate left ventricular dysfunction (30-39%)), congestive heart failure, and family history of cad was admitted for coronary angiography due to unstable angina and a positive stress test. Angiography revealed 2-vessel coronary artery disease in the proximal rca and the proximal ramus intermediate branch. The lesion in the proximal rca was a 15mm, 80%, moderately calcified, b2-type, de novo stenosis. The lesion was pre-dilated with a 2.5 x 15mm non-cordis balloon inflated to 15 atms. A 3.0 x 23mm cypher otw stent was deployed to 14 atms. Then a 3.5 x 8mm cypher otw stent was deployed proximal to and overlapping the first to 14 atms. The stents were post dilated, per standard practice, with a 3.5 x 15mm balloon inflated to 14 atms. There were no complications and the residual stenosis was 0%. The lesion in the proximal ramus intermediate branch was a 28mm, 95%, type-c, de novo stenosis. The lesion was predilated with a 3.0 x 15mm non-cordis balloon inflated to 16 atms. A 3.0 x 33mm cypher stent was deployed to 14 atms. The stent was post dilated, per standard procedure, with a 3.5 x 15mm balloon inflated to 20 atms. At some point during this procedure in the ramus intermediate, a dissection occurred. Residual stenosis was 10% at the end of the procedure.

Manufacturer narrative:
Additional information confirmed the following: the lesion in the proximal ramus intermediate branch was a 28mm, 95%, type-c, de novo stenosis. The lesion was predilated with a non-cordis balloon and a type c dissection occurred. To treat the dissection a 3.0 x 33mm cypher stent was deployed to 14 atms. The stent was post dilated, per standard procedure. Residual stenosis was 10% at the end of the procedure. Based on this information, the event of dissection is not related to any cordis product and is thereby removed from the complaint file. Please update your file accordingly. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase. The elevated enzymes experienced by the patient post procedure and diagnosis of mi are likely to be related to the dissection and to inherent risk of the procedure. Based on the information available, there are possible patient (low ejection fraction), vessel characteristics (type c) and procedural factors that may have contributed to the post-procedural mi reported. This is one of three reports submitted for the same event. Please cross reference MFR report #s: 3003742446-2010-00254, 3003742446-2010-00255, and 3003742446-2010-00256.

Manufacturer narrative:
Following the procedure, the patient experienced ischemic symptoms lasting more than 10 minutes. At approximately 15 hours post procedure, the patient's cardiac biomarkers revealed ck of 351 and ckmb of 42.3. At approximately 26 hours post procedure, the patient's cardiac biomarkers revealed ck of 426 and ckmb of 49.7. The patient was diagnosed with intraprocedural, non q-wave mi. This was treated with imdur; no additional angiogram was performed. Approximately 40 hours post procedure, the patient's cardiac biomarkers showed a downward trend to ck 310 and ckmb 23.4. The patient was discharged in stable condition the same day. The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Additional information will be submitted within 30 days of receipt. This is one of three reports submitted for the same event. Please cross reference MFR report #s: 3003742446-2010-00254, 3003742446-2010-00255, and 3003742446-2010-00256.